Manufacturer narrative:
(B) (4).

Event description:
According to the report: all five instruments ripped at the upper shaft immediately upon use. The instruments were no longer used. A small plastic piece had fallen into the patient, but it was possible to retrieve all pieces from the patient's cavity. This retrieval took about 10 to 15 minutes.